Event description:
The customer contact reported the device did not deliver. The device was being used to deliver an unspecified concentration of dobutamine during a dobutamine cardiac stress test. At an unspecified time, line a of the device was programmed to deliver the dobutamine at the reported rate of 10mcq, for duration of 3 minutes, and the delivery was started. After the delivery was complete, line a was reprogrammed to deliver at a reported rate of 20mcg, for duration of 3 minutes, and the delivery was started. After the delivery was complete, the nurse reported the patient's heart rate increased to 134 beats per minute (bpm) as intended. It was reported that line a was reprogrammed to deliver at a reported rate of 30mcg, for duration of 3 minutes, and the delivery was started. After approximately 1 minute, the nurse reported the patient's heart rate decreased to 114 bpm. At that time, the nurse noted, the display indicated the device was delivery; however, there was no dripping noted in the drip chamber. The device was removed from clinical service. The stress test was resumed and completed using an unspecified concentration of atropine via gravity. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.